Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing burning at the ipg site. It was noted the patient did not feel the burning sensation when stimulation was turned off. Surgical intervention was undertaken on (B)(6) 2021 in which the ipg was replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated.